Event description:
It was reported that during a training/demo of the da vinci system, non-recoverable errors were occurring. System logs confirmed error 319 reported by the console ergo control manipulator controller ergo distal (mced). Clinical sales representative (csr) was not able adjust the viewer. There was no report of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced the manipulator controller ergo distal (mced). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The issue was confirmed by the lighthouse error logs. The mced was visually inspected, where no issues were found. The unit was installed onto a known good system and powered on with no issues. The surgeon side console (ssc) tilt and horizontal axis were moved throughout their range of motions several times. The fiber optic light levels were inspected through localhost: 3030 where they were found to be normal. The cable itself was also wiggled, where no errors were triggered. The system was left to idle for four hours, and power cycled five times with no issues. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.